Event description:
It was reported that during a da vinci-assisted surgical procedure there was an amber led on cord of energy shield monitor (esm). Prior to calling, the user replaced the monopolar energy cable and the monopolar instrument but the issue persisted. Had the customer replace the energy cable again but the issue persisted. Had the customer reboot the system then amber led on the cord came back to blue. However, the surgeon could not activate the monopolar energy. Unhappy sound (beep sound) heard when the surgeon pressed the foot switch pedal. The technical support engineer (tse) tried to verify if the surgeon was pressing the correct foot pedal but the surgeon decided to convert the procedure. The procedure was converted to open surgery with no indication of patient injury. On (B)(6) 2024, isi followed up with the customer and gathered the following information: the surgery was converted to laparoscopy. Customer was a little confused at that time. Monopolar energy was not functioning and the surgeon decided to convert the surgery. To resolve the reported issue the customer tried changing instrument and energy cables, power cycle system and erbe. No additional ports were placed and no port incision size was increased. Dvstat was contacted prior to aborting/converting the procedure. There was no patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electro surgical generator unit (iesu) and the embedded serializer for master (esm) to resolve the reported issue. The iesu has been returned and evaluated by the failure analysis team and the reported failure could not be reproduced. The unit energized and cauterized and all ports recognized instruments. The unit has no significant scratches or dents. The front bezel is in decent condition. The esm has been returned and evaluated by the failure analysis team but the reported failure could not be replicate. This unit was installed into the test system and running sheath circuit test, shield overcurrent test, sheath defect test, cord & neutral pad connection test, 10 power cycles. However, the assy neutral cable will be replaced for precaution. The complaint was not confirmed based on the failure analysis.